Event description:
It was reported that during the procedure, the end of the product crumpled and does not go in. The procedure was completed with another of the same device and there were no known patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h11: correction to product analysis. The returned tria ureteral stent with positioner and suture were analyzed, and during the inspection, it was found that the stent bladder coil buckled, which confirm the reported event. The analysis performed to the returned device; it is possible to conclude that this problem could be caused by operational factors. Based on the analysis results stent buckled, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during the procedure, the end of the product crumpled and does not go in. The procedure was completed with another of the same device and there were no known patient complications reported.

Event description:
It was reported that during the procedure, the end of the product crumpled and does not go in. The procedure was completed with another of the same device and there were no known patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h11: the returned tria ureteral stent was analyzed, and during the inspection, it was found that the stent bladder coil buckled, which confirm the reported event. The analysis performed to the returned device; it is possible to conclude that this problem could be caused by operational factors. Based on the analysis results stent buckled, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.